Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va09fuf, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# unknown, product type programmer, patient. (B)(4).

Event description:
The patient reported loss of therapeutic effect. The patient reported that patient programmer had not been working since last week and reported a returned of symptom symptoms a couple weeks prior to call. The patient thought was because of having lithotripsy for kidney stones. The patient indicated that she did turn off her device for the procedure. The patient was getting a circle on the screen, pressed the synch button and worked. The patient was on program 1 at 2.3v and saw the lightening bolt. The patient wanted to increase stimulation because of her return of symptoms and not able to adjust programmer. It was later reported on (B)(6) 2015 that patient did not have concerns with their device or therapy was helped by manufacturer representative over the phone. A follow-up report will be sent if additional information becomes available